Event description:
Customer reported on a bravo ph capsule that failed to attach. The pt was not injured following the procedure.

Manufacturer narrative:
(B)(4). Evaluation summary: one capsule was returned to medtronic for evaluation. The trocar needle was advanced. There were no signs of blood or tissue on the device. The capsule electrodes were visually acceptable. As the product was received, the device functioned per specification. There was no required intervention to prevent permanent impairment/damage in this case. The information was updated in this supplemental.

Event description:
A repeat procedure was necessary due to the alleged device malfunction. Intervention was not required. There was clear mucus present. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal.